Event description:
It was reported that pump experienced repeated malfunction alarms, with customer stating at least three occurrences and initially being unable to reset pump due to not having charging cable. There was no reported impact to the customer¿s blood glucose level. Customer later reset pump with guidance from technical support, continued to use pump while planning to rely on alternate method if needed, and was ultimately provided replacement pump with updated software and instructions for programming settings, connecting continuous glucose monitor, placing old pump in storage mode, and returning malfunctioning pump within specified time frame.